Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00615. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using ruby coils. It was noted that the patient¿s anatomy was tortuous. During the procedure, while attempting to insert the first ruby coil into a lantern delivery microcatheter (lantern), the physician experienced resistance and subsequently, the ruby coil pusher assembly became bent; therefore, it was removed. Next, the physician advanced a new ruby coil through the lantern and into the target vessel; however, the coil was undersized and was not forming. Therefore, the physician decided to re-sheath it; however, while trying to re-sheath the ruby coil, its pusher assembly became bent. The ruby coil was then removed and the procedure was completed using a pod6, another ruby coil and the same lantern. There was no report of an adverse effect to the patient.